Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon performed all steps as per surgical technique. When using the standard locking option through the dynamic/slotted proximal hole using the standard trocar assembly and long 4.2mm drill bit the drill was hitting the nail and not passing through the hole. The surgeon retrieved the nail while still attached to the insertion handle and aiming arm and tested the trocars and drill bit outside of the patient and found that the drill passed through the expert asian femoral nail (a2fn) nail hole. He then attempted to lock the same hole again using standard surgical technique this time in the patient's femur but the drill bit again hit the nail. On a third attempt with some minor pressure on the trocar assembly to change its trajectory slightly the drill then passed through the nail and the surgeon was able to lock the nail proximally with a 5.0mm locking bolt. The 120 degree antegrade locking was performed after this with no incident. Unknown standard locking was eventually achieved intraoperatively to form a construct as per recommendations in surgical technique guide for standard locking. There was unknown prolongation of hospital stay. There was also a fifteen minute delay of surgery reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.